Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery, there were two non-totally occluded, eccentric, de novo, target lesions with significant bends between 45 and 90 degrees. The 3.00 x 16 mm lesion was located in the proximal right coronary artery. Following predilitation, a 3.00 x 16 synergy drug eluting stent was advanced but failed to cross the lesion. After removal, the tip of stent itself was noted to be deformed. The lesion was treated with another of the same device. The 3.50 x 48mm lesion was located in the mid left coronary artery. Following predilitation, a 3.50 x 48 synergy drug eluting stent was advanced but failed to cross the lesion. After removal, the tip of stent itself was noted to be deformed. The lesion was treated with another of the same device. There were no complications reported and the patient is stable.